Event description:
It was reported that the patient was admitted for failure to thrive and heart failure. It was further reported that the patient does not take their insulin, heart medication, blood pressure medications or blood thinners medications when outpatient. The patient was medically treated. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant products: 694765 lead implanted (B)(6) 2011; 5076-52 lead implanted (B)(6) 2011. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient was admitted for failure to thrive and heart failure. Of note, it was reported that the patient does not take their insulin, heart medication, blood pressure medications, or blood thinners when outpatient. The patient was medically treated. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, worsening heart failure is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of admissions associated with failure to thrive. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, including the reported non-compliance by the patient, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.